Event description:
Customer reported an alarm 2 related to an occlusion event that occurred earlier in the day. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Customer acknowledged the alarm and resumed insulin. Customer continued to use pump for insulin therapy.